Event description:
Information was received from the physician's office that when the patient was interrogated with an older programmer, high impedance was not seen. It was noted by the physician's office that the output was not set to zero on the new programmer when device diagnostics were performed.

Manufacturer narrative:
Software version: 1.5.2.1.

Event description:
Review of the programming history available to the manufacturer identified that the high impedance was detected on v1.5 software. The generator was programmed back on the same day it was turned off. High impedance resolved when system diagnostics was performed with 1.6 software. The cause of these false high impedance messages was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current 0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was programmed to 0 ma and provided a true impedance value. It was previously determined through in-house testing that, for model 102/102r generators programmed to output currents 1ma, system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5.2.1 software would display a false high impedance. When the patient¿s generator was programmed to 0 ma or when v1.6. Software was used, system diagnostics were ok; therefore, the high impedance originally observed was determined to be a false result. No further relevant information has been received to date.

Event description:
It was reported that the patient had high impedance. Information was later received that the patient¿s generator was programmed off. Diagnostics were run twice and both times came back ok. No additional relevant information has been received to date.